Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the olympus service center found no faults or issue with the suspected device. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The automated endoscope reprocessor (aer) used was wassenburg wd with korsolex detergent and korsolex disinfectant. The water quality of the rinse water was controlled, the last validation was on (B)(6) 2023, and the filter was not replaced periodically in accordance with the instructions for use. The device was dried by clean compressed air and stored in a simple cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there was no hmi detection. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing, the evis exera lll gastrointestinal videoscope had a positive culture test. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The following information is corrected from the initial medwatch: d9 - corrected device received date. H3 - inadvertently checked "not returned to manufacturer" h10 - correction as the information was inadvertently not included: the device evaluation found that due to the wear of the angle wire, the angle in the up direction did not meet the standard value.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A correction to the h4 and g2 fields were made based on available information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: ¿ ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿   olympus will continue to monitor field performance for this device.